Event description:
Complainant alleged that while attempting to defibrillate a 31-year-old male patient, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported event of inability to discharge could not be duplicated. Review of the log (1/18/2026) indicates the device was never charged during the event. The user obtained a 12-lead ECG, after which an ECG multi-lead fault was recorded, consistent with leads being removed. Pads were later applied; however, the device remained in lead ii view, resulting in no ECG display from pads. The device could not discharge due to absence of ECG signal while in the incorrect lead view. Functional testing, including defibrillation and pacing, revealed no faults with the device. The device met specifictions and was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.